Manufacturer narrative:
The instrument files were analyzed. From the data received, it appears that the sodium, potassium and chloride sensors were functioning properly. There is no evidence that the sensors were malfunctioning. The cause for the discordant results is unknown.

Event description:
The customer reported discrepant sodium and potassium results when compared to a repeat sample on the same analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.